Event description:
It was reported that the customer experienced a malfunction on their pump. There was no adverse impact to the customer's blood glucose level. Technical support planned to replace the pump. No backup therapy was available, so the customer planned to consult with their healthcare provider.